Event description:
Report received indicated that patient experienced redness with weeping and itching under the tape border and mass. Patient went to a dermatologist who stated she had a sensitivity to adhesive. It was recommended that patient continue to use the current ostomy powders and add the use of a no sting wipe or spray. The crusting technique was reviewed with patient and it was suggested that they follow up with their local ostomy nurse. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in may 2011. The data presented is from three different product applications. The report states that there are no significant trends.